Manufacturer narrative:
The approximate age of the device was 8 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a paracorporeal ventricular assist device (pvad) on (B)(6) 2010. It was reported that the patient's wife saw fluid in the pneumatic lead and contacted the hospital. At the hospital, a defect of the membrane in the pvad ventricle chamber was identified as the root cause of the fluid in the pneumatic lead. Due to the patient's condition, the hospital decided against exchanging the pvad ventricle. The patient expired soon after. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the cause of the reported event could not be determined. As reported under MFR. #0002916596-2014-00973, the patient¿s pump was known to have a tear in the pneumatic lead as of 14 may 2014, which was closed with tape. The center elected not to exchange the pump due to the patient¿s overall situation and the patient subsequently expired. The pump was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.